Manufacturer narrative:
Concomitant product: d314drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the chronic right ventricular lead was capped for being unusable. The newly implanted right ventricular lead was noted to have been explained after the expiration date. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.